Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) and shock in response to supraventricular tachycardia (svt) being diagnosed as ventricular tachycardia (vt). Additionally, when reviewing records, oversensing of the discrimination channel was observed. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.